Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, there was an increase in motor current and the pump stopped. The pump was restarted with purge pressure in range. There was intermittent saturated flow with increased motor current. It was recommended to exchange the pump however support continued. The physician wanted to do ultrasound to diagnose a possible clot. There was no information on ultrasound to diagnose a possible clot.

Manufacturer narrative:
The investigation into the reported issue has been completed. No product was received for analysis. Device history record review confirmed that the pump passed all post-sterile inspection checks. The data logs confirm impella stopped motor current high alarms. The logs show there was a motor current spike with speed deviation and shift in purge pressure at the time of temporary pump stop. The logs show the pump restarted and stopped again before restarting with saturated flow, flowing at higher-than-expected range for p7. There were also suction alarms. It is unknown if biomaterial was observed on explant. The root cause of the temporary pump stop was most likely due to biomaterial as evidenced by ingestion pattern in the logs. The root cause of the saturated flows was most likely due to biomaterial as evidenced by ingestion pattern in the logs as noted in the impella IFU: impella cp with smartassist for use during cardiogenic shock. Section: using the automated impella controller with the impella catheter, ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressur, which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped, ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿